Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent t-wave oversensing during testing was observed in-clinic. The patient is not pacemaker dependent. Programming changes were recommended. The patient was doing fine.